Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a check patient line and drain line message and stated they were admitted to the hospital for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient was hospitalized with a diagnosis of peritonitis. It is unknown what signs/symptoms the patient presented with to the hospital. The hospital discharge summary was not available to the pdrn for information. The culture results are unknown; however, the patient was prescribed intraperitoneal (ip) antibiotics with fortaz 2g (frequency and duration unknown) which is prescribed for gram-negative organisms. The cause of the peritonitis has not been established. The patient underwent unspecified radiological films to try to ascertain a cause. The patient was discharged home and another pdrn conducted a home visit as well to try to determine the cause of the peritonitis. A repeat culture was obtained which showed no growth after three days and a white cell count of 26 (unknown units). The patient was seen in the pd clinic for one last dose of ip fortaz 2g. The pdrn stated the patient is continuing pd therapy utilizing the liberty select cycler.